Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the day after implantation dislodgement of the lead was observed. The lead was successfully repositioned.

Manufacturer narrative:
Correction of the complaint description: it was reported that the lead showed poor sensing one day after implantation. An error in connection with the generator was suspected. The revision took place on the same day. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.